Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no display image, image freezes and was recording on its own was due to an electrical/electronic component problem and a chipped objective lens was due to a stress problem identified. The most probable cause of both findings is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, no image, image freezes and was recording on its own and a chipped objective lens were observed. The olympus service repair technician indicated that the most likely cause of the no display image and image freezes and was recording on its own was due to an electrical/electronic component problem. Additionally, the most likely cause of the chipped objective lens was due to a stress problem. There was no patient involvement.